Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. The customer changed multiple cartridges to address the event. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer to obtain further information; however, a response was not received.